Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was confirmed. The image resolution did not meet with specifications. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charge-coupled device (ccd) unit to be damaged. The damaged ccd likely caused image issues. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device operation manual was reviewed; this showed relevant instructions related to the detection of the issue. These entries are listed below. "Warnings and cautions: caution: turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, 'withdrawal of the endoscope with an irregularity'." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchovideoscope showed a black screen when setting the upper angle. The customer reported the patient was not under anesthesia and no procedural delay occurred. The customer reported no adverse effects to patient.